Event description:
The customer reported that she was hospitalized due to a diabetic coma. The customer stated that she was unconscious at the time of the event. No troubleshooting was done as the hospital lost the customer's insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.